Event description:
On 3/7 pt underwent left heart catheterization with coronary postop angiography, complex percutaneous transluminal coronary angioplasty of circumflex trunk. There was a dissection noted and co's stent was to be placed. The co apparatus was unable to pass across the lesion. The apparatus was removed to allow more dilatation to provide easier access. Upon removal of the co stent apparatus it was noted that the stent was deployed & couldn't be located under fluoroscopy. The following day the stent was located under fluoroscopy in the posterior wall of the aorta just above the renal arteries. Attempts were made to snare the stent, but it dislocated & embolized distally. A search for the stent was not successful. Pt was discharged in stable condition.